Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: vamc3636c150tu, serial/lot #: (B)(4), ubd: 26-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm. It was reported that follow up CT approximately three and a half years later showed a type iii endoleak. A 37x27x183 closed seal stent graft was implanted the following day to cover the junction where the leak was visualized on angio. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.